Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided lot number 1041256. The review did reveal one related non-conformance during the production process associated with dry barrels. However, the non-conformance was an intermittent issue and was resolved at the time of detection. As samples were unavailable for return, a thorough sample analysis could not be completed. If the sample becomes available for return, additional investigative conclusions may be possible. At this time, an exact cause for the reported defect cannot be confirmed. This is the first complaint received for this type of defect on lot number 1041256. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that 6 bd posiflush¿ normal saline syringes had difficult plunger movement during use. The following information was provided by the initial reporter: "unable to plunge saline out of syringe entirely. Plunger gets stuck around the 3-6 ml mark."